Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 2 years and 2 months the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that device interrogation in the clinic revealed transient power elevations. Log file analysis completed by the manufacturer¿s technical services representative revealed trends consistent with device thrombosis.

Manufacturer narrative:
The reported power elevations were confirmed per the evaluation of the submitted system controller log file. However, a cause for the power elevations could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.